Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples that were later repeated as negative. It is not known at this time which assay the customer was running at the time of the false positives, but in the event it is later determined to be a covid assay, this report will capture the initial notification. The customer alleges the plastic consumable disc had leaked and caused the false positives. No run files or assay information was provide to determine which assay was used. The assay type and run files were requested on 9/9/2021 but no response has been given by the customer at the time of this report on 9/24/2021. The customer only provided a picture of the direct amplification disc kit mol1455, lot# 12195n. Retains have been requested for leakage testing on 9/19/2021, but without the assay information, the investigation into the assay cannot proceed. Investigation conclusion is pending the assay information and conclusion of the mol1455 disc retain testing.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples that were later repeated as negative. It is not known at this time which assay the customer was running at the time of the false positives. As a precaution, in the event this occurred during a covid assay, the event is being reported per the eua requirements. The customer alleges the plastic consumable disc had leaked and caused the false positives. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.